Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the battery was changed and the device was working as expected. The device will not be returning to zoll.

Event description:
Complainant alleged that during functional testing, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.